Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A surgeon reported a thermal burn was observed after starting to perform ultrasound. Add'l info was received from the surgeon indicating the operating room staff heard the occlusion bell during the event. The case was completed. However, the surgeon indicated due to the would not self sealing, sutures and a contact lens were used. Four days after the surgery, hypotony was noted. The surgeon then re-sutured three points. The surgeon also reported the phacoemulsification tip was reused four times and the cassette was reused about 10 times.